Event description:
It was reported that on an unknown date, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, the endoprostheses were explanted due to a type ii endoleak of unknown origin. No additional information was provided.

Manufacturer narrative:
Updated: b5 / h6 - device code 1. The provided geprovas explant report was reviewed. The gore explant investigator provided the following summary of the observations: tissue present: yes scattered plaques of dark red/brown material were present on the abluminal surfaces. The lumen of all device fragments were widely patent and coated with dark red/brown material. The proximal end of the trunk ¿ ipsilateral leg endoprosthesis (tf) fragment was transected. The distal aspects of the contralateral leg endoprosthesis fragment (clf), the clf constraining sleeve and the ipsilateral leg of tf were transected. Two stent apices from clf were overlapping the external edge of the contralateral gate of tf; this finding does not compromise device material integrity. From gross images all material disruptions (i.e., material transections/cuts), appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors), likely used during the explant procedure. Request for additional analysis: no reason: material disruptions are consistent with those caused by surgical instrumentation during the explant process. Based on the explant investigators review of the geprovas report, no additional analysis is requested.

Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
It was reported that on an unknown date, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, the endoprostheses were explanted due to a type ii endoleak of unknown origin. No additional information is currently available.